Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a permanent connection loss. The root cause of the permanent connection loss could not be determined post investigation. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and unit passed. Functional testing was performed and failed. Performed share log review and no findings were found related to the customer complaint. The reported event of a an intermittent vibration was confirmed. The root cause is a defective transmitter.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue aug 29 17:43:56 edt 2017 with 3004753838-2017-62462. The ack3 was received on tue aug 29 17:43:56 edt 2017 with (B)(6).